Manufacturer narrative:
An on site visit by the field service engineer (fse) was performed to evaluate the system for the reported event. As preventative measures, the fse performed a system calibration. The fse then tested the system and verified it to meet specifications prior to departure. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting and contribute, or be the root cause of incomplete sidecut during flap treatments. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Root cause based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported after a lasik flap creation, when trying to lift on the left eye, an area of the flap had an incomplete side-cut. The reporter indicated he was able to use a blade and manually complete the side-cut, and then treat with the excimer laser. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).